Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned for investigation. No download data is available for review for the time surrounding the patient death. The patient passed away on (B)(6) 2019, but the last download available is from (B)(6) 2019. A review of the available download data does not indicate a device malfunction. Manufacture dates: monitor: 05/01/2018, electrode belt: 05/11/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. The patient's mother allegedly "doesn't believe that the lifevest was ever properly set up and working". The patient's mother reported that the patient's girlfriend was present at the time of passing. The girlfriend reported that the patient was getting out of the shower and was not wearing the device. It was also reported that the patient might have had one arm in the lifevest. Submitting initial MDR due to the allegation by the patient's mother that the device was not working. Supplement MDR will be submitted if more information becomes available.